Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported experiencing issues over the past year with tubing when administering tpn, hal, and lipids. The sets are occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month.